Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. On the first inflation the maverick xl 5.0 /15/153 balloon was inflated to three atmospheres for twenty seconds and ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.